Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v192542, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
(B)(4). The consumer reported the implantable neurostimulator (ins) "moved" and sat up" after chemotherapy caused the patient to lose weight in (B)(6) 2014. In (B)(6) 2014, the device "needed replacing," but the settings were low and the patient was going through chemotherapy. On (B)(6) 2015, there was a sudden loss or change in therapy and symptoms; the patient lost all control of her bladder and was going through depends "like crazy." No programmer was in possession to check the device or turn up settings. Patient history included diabetes, breast cancer, and taking longer to heal after surgeries.